Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed sepsis and deceased. The cause of death was reported to be acute kidney injury with electrolyte abnormalities. There is no known allegation that suggests that the death was device related. No additional information was reported.